Event description:
Suspected calificated of the lens was noticed 3 years and 3 months after implantation. The original surgery was performed in 1999. The patient visual acuity is 20/30. The lens remains implanted.